Event description:
This was a left-sided lead extraction procedure to remove four leads due to severe symptoms from svc syndrome. The patient had 2 pacing leads in the right atrium (4016, 4269) and two pacing leads in the right ventricle (4440, 4034). The physician started with the 4440 ventricular lead (doi (B)(6)) and selected a 16fglidelight with a teflon outer sheath because there was heavy fibrosis and calcium evidenced in the pocket. There was slow progression in the clavicular area. He then switched to a 13f tightrail with outer sheath and then to a 13f evolution with stabilizing sheath. Neither made progress through clavicle so he switched to a 14fglidelight with outer sheath. He progressed into the ventricle but couldn't progress to the tip of the lead. He used the 13f tightrail without an outer sheath and progressed to the same place on the lead. He switched to a 16fglidelight with no outer sheath and was able to progress far enough to release the lead. He slowly removed the lead and held the sheath in place to drop a glide wire down to retain access. The patient was hemodynamically stable at this point. The wire went into the pericardium and that is when it was noted that there was a small pericardial effusion evidenced on echo. Patient's pressure dropped to 60/40. The physician performed a pericardiocentesis but immediately discovered that he needed to open the chest. He noticed the 1.5cm tear in the svc immediately and packed the injury site which was at svc/atrial junction. Once the patient's blood pressure increased to 130/60, he put patient on bypass. The bleeding was controlled and he repaired the tear with a 14mm gore graft. After repair of the injury, all of the leads were successfully removed during the open heart procedure. The physician noted that there was heavy calcium on the leads and believed this complication would have occurred regardless of the extraction tools used. The leads were calcified together and there was little space in the vein to pass any tool. The patient was treated quickly and released from the hospital 3 days later.